Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon deploying the catheter to be used in the patient, the PICC was found to be perforated at the junction between the bevel and the catheter. The catheter was discarded and a new device was used to complete the procedure. The device was not used in/on the patient.